Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 displayed error "failed to stay closed" due to emergency release handle not fully seated. A field service engineer reseated handle, verified movement manually to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 6 did not open and rebooted device did not fix the issue. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.